Manufacturer narrative:
Qn#(B)(4).

Event description:
Difficult advancement of bypass tube, second device successful deployment, immediate hemostasis additional information: during an evar no issues withdrawing or re introducing manta sheaths over wire via withdrawal or re-introduction of both the 18 and 14fr manta sheaths. The physician post severe resistance advancing the bypass tube into the 18fr sheath experienced buckling within the delivery tube into the sheath. Whole system exchanged for a new sheath and 18fr manta system. New sheath and 18fr manta delivered successfully, immediate hemostasis achieved with minimal-moderate resistance noted with bypass tube advancement. The same experience was noted advancing the bypass tube into the left sided 14fr manta sheath. System scrapped, new sheath placed with no resistance, manta delivered successfully with immediate hemostasis. This was the physicians first manta cases. Associated to 3010252479-2024-00030.

Event description:
Difficult advancement of bypass tube, second device successful deployment, immediate hemostasis. Additional information: during an evar no issues withdrawing or re introducing manta sheaths over wire via withdrawal or re-introduction of both the 18 and 14fr manta sheaths. The physician post severe resistance advancing the bypass tube into the 18fr sheath experienced buckling within the delivery tube into the sheath. Whole system exchanged for a new sheath and 18fr manta system. New sheath and 18fr manta delivered successfully, immediate hemostasis achieved with minimal-moderate resistance noted with bypass tube advancement. The same experience was noted advancing the bypass tube into the left sided 14fr manta sheath. System scrapped, new sheath placed with no resistance, manta delivered successfully with immediate hemostasis. This was the physicians first manta cases. Associated to 3010252479-2024-00030.

Manufacturer narrative:
(B)(4), no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301553 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed-a male patient 89kg, 5'-9" presented in the or for an evar procedure. Following the evar, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the manta sheath. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. Buckling and bending occurred to the bypass tube when resistance was met. The first 14f manta device and sheath were removed and a second 14f manta device and sheath were opened and deployed, immediately achieving hemostasis. An 18f manta was deployed for closure on the contralateral side. No issues were encountered advancing the 18f manta sheath. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. While removing the first 18f manta device and sheath and replacing it with a second 18f manta device and sheath (same lot number) copious bleeding was present thou did not require transfusion. The second 18f manta was opened and deployed, immediately achieving hemostasis without complication. Post-procedure, excellent doppler pulses noted. The IFU along with this product indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.